Event description:
It was reported that an alarm 2 followed by alarm 26 occurred. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer resolved the issue by changing the infusion set, cartridge and resumed insulin delivery.